Manufacturer narrative:
A 25-gauge laser flex probe radio frequency identification (rfid) was received for evaluation. The 25-gauge laser flex probe was found to meet specifications. The rfid tag lot number was read and it was determined the probe was not associated with the customer reported lot number. The 25-gauge laser flex probe radio frequency identification (rfid) is unrelated to the customer¿s reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was packaged on may 9, 2019. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe fiber did not fit into the 25g trocar. A new laser probe was used to complete the case. There was no patient harm.